Event description:
Same case as MDR ID# 2134265-2014-03426. Reportable based on analysis approved on (B)(4) 2014. It was reported that the device was used to remove a stuck opticross. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal of the left anterior descending (lad) coronary artery. A non-bsc stent was implanted to treat the target lesion. Intravascular ultrasound was then performed using an opticross¿ imaging catheter. During manipulation, the imaging catheter got stuck with the stent and it was difficult to be pulled out. The physician thought that the non-bsc stent was not fully deployed and caused the event. Subsequently, a 2.00mm x 15mm emerge¿ balloon catheter was used to remove the imaging catheter. Dilatation was performed with an unspecified balloon catheter after the imaging catheter was successfully removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status is good. However, device analysis revealed catheter froze on wire.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was protruding 41cm from the exit notch and 115cm from the distal tip. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded. The inner shaft was buckled under the balloon and the balloon was bunched. The shaft was kinked 2.5cm proximal of the exit notch. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. An attempt was made to remove the guidewire from the emerge device. The guidewire could not be removed. There was no evidence of any product quality deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).